Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450-451 mg/dl which resulted in a hospitalization on (B)(6) 2024. The customer was found to have moderate ketones which were identified as dangerous/life threatening. No permanent damage was sustained. The customer was released later the same day. The customer administered a bolus via the pump in an attempt to address the high bg. While in hospital, customer received intravenous (IV) fluids of saline and insulin. During a system check, it was found that air bubbles were observed within the tubing, however, this was reported to have not been the cause of the hospitalization.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.